Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that during use, the staple jammed. Additional information states that a second stapler was used to complete the pro cedure. There was no patient harm or injury. The patient's current status is reported as "in good condition".

Event description:
It was reported that during use, the staple jammed. Additional information states that a second stapler was used to complete the procedure. There was no patient harm or injury. The patient's current status is reported as "in good condition".

Manufacturer narrative:
Qn# (B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing. Flash in the cover block was discovered. A corrective and preventative action (CAPA) was previously initiated to evaluate this issue. The CAPA identified flash in the cover block as the probable root cause of this issue. DHR investigation did not show issues related to complaint. Teleflex will continue to monitor and trend on complaints of this nature.